Manufacturer narrative:
(B)(4).

Event description:
A bin file analysis was incomplete and not found; pairing code 5722 was noted

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was producing shock. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. An attempt to pair the device with the nordic bluetooth was performed and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.